Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 0.7 mmol/l and 6.3 mmol/l 2) 0.8 mmol/l and 6.8 mmol/l 3) 0.8 mmol/l, 0.9 mmol/l, and 7.5 mmol/l the comparisons were performed on different occasions. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).